Event description:
It was reported that during a ptca/stenting treatment procedure, the coating of the luge ptca guidewire was noted to be peeling. The lesion being treated was a 90% stenotic lesion in the mid lad to the first diagonal coronary artery. The lesion was crossed with the wire, and the atlantis sr pro imaging catheter was successfully used. The physician felt slight resistance during insertion of the atlantis sr pro. After imaging, the phyiscian felt some 'friction' and found the thrombus had developed in the vessel during imaging. This area was treated by ptca with a maverick 20/2.5 mm balloon catheter, and placement of a nir 25/3.0 mm stent. The thrombus remained visible on repeat imaging. The guidewire was removed and the physician noted that the coating on the proximal wire was peeling. It was reported that two guidewires were used in this case with the same result, but the sequence of use is unclear. The procedure was successfully completed. No patient injuries were reported. Patient status is reported as 'good'.